Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of a scratch on the iol, with the lens being removed; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a lens that was scratched by an injector during an intraocular lens (iol) implant procedure. The lens was removed during the initial procedure and replaced. The incision was enlarged. In the surgeon¿s opinion, user (hcp) handling caused the event.

Manufacturer narrative:
No injector was returned for evaluation for the report of a scratch on the iol, with the lens being removed; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted.because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).